Event description:
It was reported that upon interrogation, the device was set to bvvi mode. The patient had tripped eri in 2011 and now experienced chest fluttering. The memory map printed, but no status report or alerts gave high output parameters on the sc reen. The physician indicated the patients chest fluttering was likely due to vvi pacing. The possible device elective replacement is not related to product complaint.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.